Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3389 lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that after the implant operation, the two leads in the neck were found fractured. Normal battery depletion was noted. The patient got the re-operation to replace the new products on (B)(6) 2016. It was noted pre-operative that there was a package abnormality before opened, device was inspected prior to use, and no abnormality was found. The fractured leads were thrown away by the nurse, so could not be returned. The patient's current status was normal. The patient was trained regarding recharging. The indication for use included parkinson's disease. Additional information was requested to find out what the package abnormality was. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep further reported that there was no complaint information on the package. No symptoms were reported.